Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well in question which appeared visually grainy and weakly positive.

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative well result when using anti-a (murine monoclonal) series 1 on a galileo echo instrument, which led to an abo mistype, when tested on (B)(6) 2017.